Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced urethral erosion, so the device was removed. After the area healed, a new device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and pain, which led to the discovery of urethral erosion during physical examination. The physician believed the device possibly caused or contributed to the erosion. A surgical procedure was performed in which the device was removed, and after the area healed, a new device was implanted. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced urethral erosion, which was diagnosed through physical examination. The physician believes the device possibly caused or contributed to the erosion. As a result, the device was removed, and after the area healed, a new device was implanted. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.